Event description:
Patient developed post-operative infection. Doctor said this person still continues to have infection. Surgeon has treated this patient with vancomycin and looking at possible revision to remove product.

Manufacturer narrative:
Actual device is not available to stryker for evaluation. Evaluation will be conducted and reported in follow up.